Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of fibrosis, gel stent curled and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: if required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. The complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported the conjunctiva scarred down, and tissue pushed against the distal lumen of the xen, causing it to raise up (kink) and tent again. The tented conjunctiva and xen®45 gts eroded through approximately 11 o'clock. Patient was put on topical lotemax. Revision surgery was performed. The xen was flowing well and remains implanted in the left eye. A new bleb formed, and the reported events have been resolved.